Event description:
The consumer stated that her tampons appeared to have been tampered with and her tampon applicator contained a dried substance which appeared to be blood. She indicated that she inserted a tampon on (B)(6) 2014. When she attempted to remove the tampon it did not have a string. She removed a a wad of tissue from her vagina. She checked the remaining tampons in the package and stated they appeared to be tampered. The tampon applicators in the package contained a wad of toilet tissue and was taped at the top. The carton appeared to be re-glued. She visited the store to return the product and stated that another tampon applicator contained a speck of blood at the tip. She visited her doctor and has not experienced any adverse events.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was returned on 07/15/2014. A hematolgic examination was performed on (B)(6) 2014 and confirmed the presence of human blood. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.